Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e2010 (needle stick/puncture).

Event description:
Dexcom was made aware on 07-25-2024, that on 07-11-2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with redness and inflammation under entire patch area which occurred 2 days after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body. On 07-12-2024 the patient consulted the doctor and received prescription for augmentin then on 07-15-2024 the patient called the doctor to report the infection was not improving. On 07-16-2024 the patient visited the doctor and had incision and drainage with suture. The patient had suture removal (B)(6) 2024. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed and showed a raised area of erythema. The patient was also given hydrocodone. At the time of the report, the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.